Manufacturer narrative:
The na electrode lot number is fay67. The cl electrode lot number is fbu42. The expiration dates were not provided. The calibration and qc were acceptable. The alarm trace showed "sample probe: abnormal aspiration" alarms. The field service representative found the cause was a clogged sipper nozzle. He replaced the sipper nozzle and vacuum nozzle, and performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium electrode and ise indirect cl for gen.2 results for 18 patient samples on a cobas pro ise analytical unit. Only 3 examples were provided. Patient 1: the initial na result was 153 mmol/l, and the repeated result was 138 mmol/l. The initial cl result was 112 mmol/l, and the repeated result was 99 mmol/l. Patient 2: the initial na result was 152 mmol/l, and the repeated result was 137 mmol/l. The initial cl result was 115 mmol/l, and the repeated result was 103 mmol/l. Patient 3: the initial na result was 157 mmol/l, and the repeated result was 140 mmol/l. The initial cl result was 115 mmol/l, and the repeated result was 102 mmol/l. The repeated results were obtained on another module and were believed to be correct.